Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(4), and the patient¿s outcome could not be conclusively established through this evaluation. The account communicated that the device operated as intended. An attempt was sent to the account to gather additional information regarding the event; however, the account was unable to provide any additional information. Heartmate 3 instructions for use is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas), including death. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021.